Event description:
It was reported that in 2006, the patient fell and broke something and it was shocking the patient. It was noted that they tried to program around it, but it didn¿t work. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 377860, lot# v006486, implanted: (B)(6) 2006, explanted: (B)(6) 2012, product type: lead. Product ID: 377860, lot# v006486, implanted: (B)(6) 2006, explanted: (B)(6) 2012, product type: lead. Product ID: 37742, serial# (B)(4), implanted: (B)(6) 2006, product type: programmer. (B)(4).